Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy noted regarding essure removal date as in the previous version it was mentioned that she had a removal surgery and drug withdrawn was taken. However in the current follow up its mentioned as follow:if you have not had your essure removed, are you currently planning for essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), were added. New reporter and date of birth were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / extreme pain"), menorrhagia ("abnormal bleeding menorrhagia") and genital haemorrhage ("severe bleeding / constant bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack. Concurrent conditions included hypertension. Concomitant products included acetylsalicylic acid (asprin), amiodarone, ascorbic acid;calcium phosphate;colecalciferol;docosahexaenoic acid;docusate sodium;ferrous fumarate;folic acid;pyridoxine hydrochloride;tocopherol (prenexa), captopril, clopidogrel, furosemide (lasix), hydrochlorothiazide, metoprolol, pramipexole, pravastatin, prazosin and warfarin. In january 2008, the patient had essure (ess205) inserted. In january 2009, the patient experienced ovarian cyst ("left ovarian cyst"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss"). In november 2018, the patient experienced post-traumatic stress disorder ("ptsd") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and surgery to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, post-traumatic stress disorder, migraine, headache, dyspareunia, fatigue, alopecia, ovarian cyst, back pain, abdominal pain, vulvovaginal pain, uterine leiomyoma and depression outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, post-traumatic stress disorder, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy noted regarding essure removal date as in the previous version it was mentioned that she had a removal surgery and drug withdrawn was taken.however in the current follow up its mentioned as follow:if you have not had your essure removed, are you currently planning for essure removal? No insertion date provided as mar-2008 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-apr-2008: results: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: fibroids and ovarian cyst. Ultrasound scan - on an unknown date: fibroids and ovarian cyst. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Events- depression, ptsd, migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, hair loss, left ovarian cyst, back pain, abdominal pain, vaginal pain, fibroids" added. Reporter, medical history and concomitant drug added from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("painful periods"). The patient was treated with surgery to remove the essure implant. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.